Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It was reported that the vessel was not properly prepared. The supera instruction for use instructs: prepare the vessel / duct utilizing standard angioplasty technique using a balloon size greater than the stent outer diameter. The vessel / duct after pre-dilatation should be at least the size of the stent diameter. If recommended vessel / duct diameter cannot be gained, optimal stent deployment may not be achieved, and revised stent sizing should be considered.the investigation determined that the reported deployment difficulty was due to inadequate pre-dilatation of the stricture. Based on the reported information, the physician reported that he knows the cause of the event, that at the time of use, as the vessel was not properly prepared, the stent did not release perfectly as expected. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part and lot #s were not provided.

Manufacturer narrative:
(B)(4). Date of event and implant date: estimated dates. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number could not be provided as the part and lot number were not provided.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. Reportedly, the supera stent (size was not reported) did not release perfectly as expected. The stent remains implanted. Per the physician, this was due to not properly preparing the vessel. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.